Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that an rx locking and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the anti-reflux foam detached and went into the working channel of the duodenoscope. The procedure continued, however, the physician reported that the object displaced inside the tube caused resistance during the procedure. Reportedly, the procedure was completed using the original device. There were no patient complications reported as a result of this event.